Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The user facility reported that the blood leak alarm sounded during treatment, and a leak was confirmed with hemosticks. The leak was internal and was not visible. The estimated blood loss was 150-200 ml and no adverse effects were felt by the patient.